Event description:
Reporter indicated, a vns pt's incision site on the chest wall had become reddened over the weekend while on vacation. The pt was given a shot of rocephin as well as follow up p.o antibiotics at the local ER. The pt's generator site is reportedly looking better. The pt is reportedly prone to infection. Follow up with the surgeon revealed the incision looked ok, a little redness but no oozing. The pt was programmed to the desired settings and diagnostics are within normal limits. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead, prior to distribution.